Event description:
A (B)(6) female patient called zoll customer support to report that she was receiving a service code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the communication failure was isolated to an open yellow (pgnd) wire in the trunk cable. The root cause for the open wire would not be positively identified but was likely excessive force on the trunk cable. No adverse event resulted from the open wire. The patient received a replacement electrode belt.